Event description:
It was reported that the home button on the device was difficult to press. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up, and no further action was required from technical support. There was no additional information about the event date, but it was noted using the reported date. The serial number of the pump could not be verified, so the active serial number from the patient file was recorded instead.